Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient had met with a manufacturer's representative (rep) to "improve" stimulation. The patient stated that stimulation was on the left side of the spine, but the patient doesn't get full stimulation on the right side. Additional information was received from the patient reporting that they attempted to resolve not fully feeling stimulation on the right side but it could not improve. The patient stated that the surgeon placed the wires up their spine bearing to the left side. The patient said this was the first doctor who also inserted the battery pack centered in their back and it protruded 1-2 inches; the patient had to have it moved by a second surgeon. The patient noted that not fully feeling stimulation on the right side was not resolved. No device allegations were made. No further complications were reported or anticipated.